Event description:
On (B)(6) 2010, a respiratory therapist reported fluctuation in the nitric oxide (no) readings between 10 and 60 while set at 20. The respiratory therapist states there was no harm to pt and no adverse event occurred. The device was replaced with another unit. The device was removed from service by the customer and is scheduled to be returned to the company for investigation.

Manufacturer narrative:
On (B)(6) 2010, a respiratory therapist reported fluctuation I the nitric oxide (no) readings between 10 and 60 while set at 20. Eval summary: the root cause of the delivery failure involves fretting corrosion of conducting traces in an internal ribbon cable. The fretting corrosion can cause intermittent high resistance correction to the cable's connector, causing fluctuating monitored (no) readings. The internal ribbon cable was replaced and it was confirmed the monitored fluctuating monitored (no) readings stopped and were corrected. It is important to note that the monitored (no) level would be fluctuating in this case and not the actual (no) delivered.